Manufacturer narrative:
An update indicates that the rv lead was explanted due to perforation and the lv lead was reprogrammed due to diaphragmatic stimulation. The rhythmic stress/slight rhythmic pain was caused by the pacer induced electrical field / current of the rv-stimulation which captured the surrounded tissue. The perforation was incomplete due to echo data. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
An update indicates that the rv lead was explanted due to perforation and the lv lead was reprogrammed due to diaphragmatic stimulation. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient suffered from diaphragmatic twitching in left lateral position caused by the lv (8000899027) lead since implantation. An rv (B)(6) lead caused perforation of the apical rv region was also reported. The patient was hospitalized. Lv lead has been explanted. Device was reprogrammed. X-ray, and tte were done.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.